Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx insulin pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 404 mg/dl. Customer was unable to troubleshoot. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.